Manufacturer narrative:
This device is used for treatment, not diagnosis. The headway microcatheter is a single lumen catheter designed to be introduced over a steerable guidewire to access small, tortuous vasculature. The semi-rigid proximal section transitions to a flexible distal tip to facilitate advancement through vessels. Dual radiopaque markers at the distal end facilitate fluoroscopic visualization. The outer surface of the microcatheter is coated with a hydrophilic polymer to increase lubricity. A luer fitting on the microcatheter hub is used for the attachment of accessories. Per the instructions for use: potential complications include, but are not limited to: the headway microcatheter is intended for general intravascular use, including the peripheral, coronary and neuro vasculature for the infusion of diagnostic agents, such as contrast media, and therapeutic agents, such as occlusion coils. Precautions: verify microcatheter compatibility when using other ancillary devices commonly used in intravascular procedures. Physician must be familiar with percutaneous, intravascular techniques and possible complications associated with the procedure. The microcatheter has a lubricious surface and should be hydrated prior to use. Exercise care in handling the microcatheter to reduce the chance of accidental damage. Verify that the diameter of any guidewire or accessory device that is used is compatible with the inner diameter of the microcatheter prior to use. Potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. To reduce the risk of damage or separation of the device, avoid repeated bending at the same point of the microcatheter. Take precaution when manipulating the microcatheter in tortuous vasculature to avoid damage to the microcatheter. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. The device involved in this event was evaluated. The device has evidence of damage (crushed). The guidewire used during this incident was not available for evaluation. (B)(4).

Event description:
It was reported from (B)(6) that during treatment of an aneurysm, upon navigation of a guidewire and microcatheter, a dissection of the m2-m3 segment occurred resulting in a subarachnoid hemorrhage (sah). The hemorrhage was stopped by occluding the artery with embolization coils and balloon remodeling. The patient was reported to have aphasia at discharge.